Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had some issue related to high blood glucose and low blood glucose specially at the night. The customer¿s blood glucose level was 305 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer passed the self test and displacement test. Customer also performing the high pressure test and it was failed twice. Customer was advised to change infusion tubing after performing the high pressure test. The device will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.